Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Abbott diabetes care received a user report from the health and youth care inspectorate which reported the following information: a customer experienced skin reaction while wearing adc freestyle libre sensor. Customer experienced "local swelling, localized erythema and flu like symptoms" following the wear of sensor and the swelling and erythema increased like a developing abscess/cellulitis. An ultrasound of the upper arm was performed that showed infiltrated fat tissue with no evidence of abscess and no foreign body inside. It was additionally reported that there was no increase in the parameters of infection. Customer was treated with flocluxacilline. The customer had not recovered from flu like symptoms, local swelling and localized erythema 2 days after onset. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and not expected to be returned. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report from the health and youth care inspectorate which reported the following information: a customer experienced skin reaction while wearing adc freestyle libre sensor. Customer experienced "local swelling, localized erythema and flu like symptoms" following the wear of sensor and the swelling and erythema increased like a developing abscess/cellulitis. An ultrasound of the upper arm was performed that showed infiltrated fat tissue with no evidence of abscess and no foreign body inside. It was additionally reported that there was no increase in the parameters of infection. Customer was treated with flucloxacillin. The customer had not recovered from flu like symptoms, local swelling and localized erythema 2 days after onset. There was no report of death or permanent injury associated with this event.